Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals which appeared to have been oversensed and caused inappropriate mode switch that led to inappropriate atrial tachy response (atr) episodes. Subsequently during a procedure, this ra lead was capped and surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals which appeared to have been oversensed and caused inappropriate mode switch that led to inappropriate atrial tachy response (atr) episodes. Subsequently during a procedure, this ra lead was capped and surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.